Event description:
It was reported that the local field representative contacted boston scientific technical services (ts) on behalf of the physician to inquire about warranty. It was noted that device replacement was scheduled for a future date.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a battery status of 10 percent remaining. The battery was felt to be depleting faster than expected. Analysis of device memory confirmed a battery depletion anomaly. Boston scientific technical services (ts) discussed the device replacement interval. The physician plans to monitor the patient through the remote home monitoring system at this time. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that analysis of this device was completed.

Event description:
It was reported that the device reached end of life (eol). The local field representative contacted boston scientific technical services (ts) for an updated replacement interval. Ts provided a new replacement interval. Device replacement has been scheduled, however, not yet undertaken.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that surgical intervention was undertaken. This s-ICD was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.